Manufacturer narrative:
G3 initial awareness date was 24jun26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the device, 035450ss, biliary guidewire 450cm st tip,.89mm guidewire lgth, stiff wr, was used in an ercp procedure on approximately (B)(6) 2026, and ¿the particular conmed x-wire hydrophilic tipped guidewire experienced a structural failure resulting in dislodgement of the tip within the patient¿s anatomy. The remaining separated hydrophilic coating was successfully localized and retrieved using a rat tooth grasping forceps during the procedure.¿ there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.